Manufacturer narrative:
The manufacturer previously reported a ventilator was returned for routine preventative maintenance. During the evaluation a service required code was observed in the downloaded event log and the interface board was replaced to address the issue. During additional testing, a service required code was observed in the event log and the device's oxygen blending module board was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's interface board was replaced to address the issue.